Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that he was taken to the hospital with his blood glucose reading at 34.9 mmol/l (629 mg/dl). At the hospital he was placed on an infusion of insulin. The diabetes nurse checked the pdm (personal diabetes manager) and the settings were all correct. The pod was removed and discarded. The pod was worn between 1 and 4 hours on the abdomen. At the hospital they were able to activate a new pod although it was removed and discarded at the hospital. She was hospitalized for 5 days before being release from the hospital.